Event description:
I have chronic allergic reactions, swelling of the joints, face, and extremities, including pitting edema. I have chronic pain in my abdomen, joints, and head. I have chronic fatigue, hair loss, dizziness, vertigo, muscle twitching and cramping. I have unexplained weight gain. I have heavy, painful periods and breast discharge. I constantly feel like my skin is crawling and frequently have hives that require heavy doses of antihistamine and steroid to control. I have been diagnosed with several diseases and illnesses. No drs have been able to pinpoint what is causing the problem but all suspect an autoimmune response to something. I have been referred to orthopedics, rheumatologist, allergist, neurologist, ear / nose / throat, gynecologist, etc. Specialists, and have had many scans / MRI's blood and skin testing, and still no answers. The signs and symptoms have become more often and more severe in the past 2 years. The suspected cause of the problems is essure as I have a nickel allergy and was not informed or properly informed of the risk of an allergic response to the implants, or any long term risks associated to the implants. I am now scheduled to have them removed (B)(6) 2019. FDA safety report ID# (B)(4).